Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout procedure, externalized conductors were observed under fluoroscopy. The physician kept the lead implanted as the lead tested normal electrical measurements when tested with the new device. The patient did not experience any adverse effects.